Event description:
It was reported that the device was difficult to maneuver due to broken track belts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.